Manufacturer narrative:
(B)(4). Batch # p94f5w. Investigation summary: the device was returned with the tissue pad damaged, melted, not all present, and a portion was not returned. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that the y-link was cracked. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a posterior ramps (radical antegrade modular pancreatosplenectomy) procedure, after 3 or 4 activations, the blade partially melted so the surgeon could not use it any more. The surgeon changed to another device and could finish the operation. Patient consequence is unknown.